Event description:
Update: patient outcome was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent revision surgery for femoral trochanteric fractures. After the dhs implants were removed, the surgeon inserted the tfna nail while keeping the position of reduction. After the lag screw of the dhs system was removed, the surgeon injected 10ml of cerafit from the location of the blade insertion to fill the gap inside the bone. The blade and a locking screw were inserted, but the end cap could not be inserted. The locking mechanism was tightened using the driver with torque limitation, but the end cap could not be inserted. The tfna nail was removed and another tfna nail of the same size was inserted to complete the surgery. There was a one (1) hour surgical delay. No further information is available. Concomitant device reported: unknown driver (part # unknown, lot # unknown, quantity 1). Unknown nail head elem: tfna helical blade (part # unknown, lot # unknown, quantity 1). Unknown locking screw: trauma (part # unknown, lot # unknown, quantity unknown). This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 2 of 2 for (B)(4). This (B)(4) will capture the intra-operative complaint and (B)(4) was capture the revision surgery.